Manufacturer narrative:
(B)(4). Batch # r5877p. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that the contour fired in a low anterior resection case, found that staplers didn¿t formed properly on rectum and half pins were there on the device. Completed the procedure by hand sewing. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/12/2019. Batch # r5877p. Device evaluation summary: the analysis results showed that the cr40g reload was received with only seven staples loaded and protruding, with the washer uncut and with the knife recessed below the reload deck. No functional test could be performed due the condition of the reload. The condition of the protruding staples consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.